Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The lead noise was reproducible in clinic. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.